Manufacturer narrative:
G4: 28oct2019; b4: 29oct2019. The manufacturer¿s international service technician confirmed the reported flow sensor issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The performance verification test was run and passed. The system fully meets specification and returned to use. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019.

Event description:
The customer reported a defective flow sensor. There was no patient involvement.